Manufacturer narrative:
B4: 13jul2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse implemented and replaced the front bezel to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
It was reported to philips that the device had a navigational ring enter button that was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.